Event description:
The user facility reported that during insertion of impella 5.5 on (B)(6) 2025, the impella was inserted to the right axillary artery accessed via cutdown, 10mm headshield platinum graft placed. 0.035¿ wire and al1 used to attempt to cross valve. Unable to get around arch, switched to guidewire. Catheter and guidewire able to cross valve, exchanged for 0.018 wire. Impella loaded onto wire and inserted through graft. Unable to get impella down aorta, hung up on curvature of anatomy. Multiple suggestions for stiffer 0.018¿ wire and to take a picture of vessel with contrast to surgeon, but surgeon did not want to try other alternatives. Decision was made to abort impella 5.5 and place impella cp instead.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Difficult to deliver or advance : the cause of the deliver issue was determined to be patient condition as the patient had difficult vascular anatomy preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.